Event description:
A 24 mm diameter x 12 mm diameter x 140 mm length talent bifurcated stent graft was implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was reported the vessels were not tortuous and not calcified. After the stent graft was implanted and during tortuous and not calcified. After the stent graft was implanted and during removal of delivery system, the inner catheter was found to have separated. The delivery system and the inner catheter were successfully removed from the patient without further complication. The delivery system was not received. Please note that this device is distributed outside united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
Evaluation results: lack of information, device was not returned for evaluation, inner member separated from the delivery system. Conclusion: lack of information, device was not returned for evaluation.